Event description:
It was reported that the physician's handheld was inoperable and would not proceed past the "tap to make an appointment" screen. A reset was performed by removing the battery and the screen was cleaned. After the restart, the "set appointment screen" was reached and it was again reported that the handheld was not working. A company representative went to troubleshoot the handheld. Powering down the unit and back on did not resolve the issue. The physician was provided a new programming system. The handheld is expected to be returned for analysis, but has not been received to date.

Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on (B)(6) 2016. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on (B)(6) 2016. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.